Event description:
A customer reported an occlusion error with a cassette. The console and cassette were exchanged and the procedure was completed. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
At this time recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A product sample is expected to return, but has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).